Manufacturer narrative:
Correction: h6 annex a. Summary of event: as originally reported, during preparation for an unknown procedure, a performer introducer's dilator would not fit in the sheath. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the device on 16jan2025, the silicone disc was dislodged in the hub. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Physical examination of the returned device found that the silicone disc was dislodged, which caused the dilator to not be able to pass through the sheath's hub. Once the silicone disc was removed, the dilator was able to pass through the sheath without difficulty. Indentations were noted to the disc, consistent with being compressed due to being dislodged in the sheath hub. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional relevant complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device, suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook concluded that a component failure, unrelated to the design or manufacturing of the complaint device, caused this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4: PMA/510(k) number = k171999 h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As originally reported, during preparation for an unknown procedure, a performer introducer's dilator would not fit in the sheath. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the device on 16jan2025, the silicone disc was dislodged in the hub.